Manufacturer narrative:
Unable to perform displacement test due to detached retainer, missing reservoir tube o-ring and broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to detached retainer. Insulin pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir was cracked. The customer stated that the reservoir did lock into place. No harm a medical intervention was reported. The insulin pump will be returned for analysis.